Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that during the procedure, the seals within the trocar cannula tore on (2) 512sd trocars. This occurred when passing instruments in and out of the trocar. The procedure was completed in and out of the trocar. The procedure was completed by replacing the (2) 512sd trocars with (2) new 512sd's. There was no consequence to the pt.